Event description:
The 5.0ped devices were returned to the MFR analysis and evaluation on 6/18/1997. The manufacturers' device evaluation results are recorded in section h.10 of this follow-up report.

Manufacturer narrative:
The manufacturers' analysis and evaluation of the two (2) returned 5.0 ped devices could not confirm or duplicate the reported non-conformances. A dimensional analysis was performed on the cannulae lengths and the inner/outer diameters with acceptable results. * although unrelated to the reported device experience, functional testing on one (1) of the returned units recorded resistance/drag during obturator insertion/withdrawal. The MFR has implemented processing improvements to address these types of occurrences. Although the exact cause(s) of the reported problems cannot be determined, it is understood that in some instances, the pt's stoma tract may be specific to the dimensional attributes/configuration of the previously used pt model device. Upon intubation, the ped model device may not conform to the pt's stoma tract without reactions/discomforts.